Event description:
Through a follow-up by a co rep on 4/9/1999, target was informed that there were no complications to the pt as a result of this event. The procedure was continued and completed successfully by using another fastracker-18 catheter.